Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with abscess that was swollen at the insertion site. The patient was complaining of pain while wearing the sensor. The patient¿s parent removed the sensor, and it was swollen and infected. The parent called a doctor virtually and showed the infected area. The doctor prescribed antibiotics: cephalexin syrup, 10mg twice a day. On the next day (B)(6) 2024, the abscess burst with fluid discharge flowing from the wound. After it burst, the wound was gradually healing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.